Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.